Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose levels after initiating ilet with a connected cgm and receiving two external insulin injections prior to pairing, followed by automated correction dosing that contributed to hypoglycemia. Symptoms included low blood glucose readings to 52 mg/dl without loss of consciousness or other acute sequelae. Outcomes included self-management with oral carbohydrates per instruction, no backup therapy beyond oral glucose, and no medical intervention or hospitalization. Investigation included review of use conditions and device behavior during low glucose, including automated insulin suspension. Investigation of this case revealed that the ilet functioned as designed by withholding insulin during hypoglycemia and that the event was precipitated by external insulin dosing combined with subsequent correction. It was concluded, based on previously established findings for similar reports, that the cause was user-related external insulin administration in conjunction with normal device operation.